Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A lot history review was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported event could not be conclusively determined; however, the multiple sheath exchanges could have been a contributing factor. Multiple sheath exchanges can enlarge the arteriotomy, thus allowing blood to flow around the sealant which could result in a hematoma forming. Should additional relevant information become available a supplemental MDR will be filed. (B)(4). Production identifier (pi): number is unknown as the lot number was not provided.

Event description:
It was reported that following the deployment of the mynxgrip device, hemostasis was not obtained, resulting in a hematoma of over 6 cm in size to form. The device was being used with a 7f procedural sheath for arterial closure following a diagnostic procedure; however it was reported there were a total of 3 sheath exchanges during the procedure. After the device was removed from the patient, manual pressure of approximately 2 minutes was applied to the access site at which time the hematoma was noted. Manual pressure was taken over by another staff member, who held pressure for an additional 20 minutes to resolve the hematoma (total duration of manual pressure was 30 minutes or less). The patient was transported to post procedure recovery with no further issues noted. Hospitalization was not prolonged as a result of the event. Additional information was requested but was unknown.